Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with trace ketones. Customer addressed the occlusion and elevated blood glucose levels by changing the pump supplies and resuming insulin therapy.